Event description:
As reported by the patient¿s attorney, an obtryx transobturator mid-urethral sling system was implanted. According to the complainant, the patient experienced urinary problems, pelvic and abdominal pain, dyspareunia, bleeding, urinary tract infections, vaginal vault prolapse and stress urinary incontinence as results of the implantation. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.